Manufacturer narrative:
(B)(4).

Event description:
It was reported, that a pairing issue occurred. Performance data was reviewed. A pairing issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over an hour was found in connection to the transmitter and app were unable to establish a connection. The probable cause of the signal loss was determined, to be the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B3 date of event - correction b5: describe event or problem ¿ correction h2 type of follow up - correction

Event description:
Subsequent to the initial MDR, a correction is required.